Manufacturer narrative:
The field service engineer found the sample probe was clogged with fibrin. After cleaning the sample probe, the analyzer worked without issues. The investigation determined the service actions resolved the issue. As the calibration and quality controls were acceptable, a general reagent issue could be excluded.

Event description:
There was an allegation of questionable gluc3 glucose hk gen.3 results from the cobas 6000 c501 module. Patient 1 initial result was 48.4 mg/dl and the repeat result was 101.0 mg/dl. Patient 2 initial result was 17.6 mg/dl and the repeat result was 154.4 mg/dl. Patient 3 initial result was 23.9 mg/dl and the repeat result was 239.0 mg/dl. Patient 4 initial result was 35.5 mg/dl and the repeat result was 117.9 mg/dl. The questionable results were not reported outside of the laboratory. The reagent lot number was 55527101 with an expiration date of 31-aug-2022.